Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 75-year-old male was implanted with an impella cp device for mechanical circulatory support. The complainant had an impella cp support ongoing when there was an observation made of an access site bleed that needed a femostop to control the bleed. Additionally the team an alarm occurring for positioning issues. The pump in aorta alarm did prompt the team to perform echo to evaluate the position. The pump was in the aorta.

Manufacturer narrative:
The investigation into the positioning issues and the access site bleeding ¿ minor issues has been completed. The device was not returned for investigation. As per the clinical details, a femstop was placed due to bleeding at the access site. The cause of the positioning issue was most likely use related. The cause of the access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided.